Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer declined troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose level was 294 mg/dl.